Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 26.4cm from the tip. Microscopic examination revealed no damages. The device was functionally tested by attempting to inflate it to rated burst pressure. A leak was coming from the kink which suggests there is a hole so functional testing was stopped. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a hole in the shaft.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.